Event description:
It was reported that during the implant attempts the doctor had trouble locating both lead and after several attempts the physician found vein dissection. It was noted that the patient could not endure and the physician opted to implant a single chamber device instead. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.